Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Device received; however, not evaluated.

Event description:
It was initially reported the device was skipping during surgery. Additional information received march 13, 2017 clarified that parts of the graft were useable; however, an additional graft was required.

Manufacturer narrative:
(B)(4).. This the customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the air dermatome. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the calibration was out of specification at the 0 setting. The head, 2 inch width plate, and the control bar were nicked and the motor speed was within specification. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, and 2 inch width plate. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.